Event description:
A patient was presented to the ER in renal failure. The device was used to check the patient's blood glucose. Four erratic results in the 70's mg/dl were reported. The patient received unknown treatment based on the device results. A lab was ordered and the value came back as 10 mg/dl. The patient bottomed out and was placed on a respirator in ICU. Controls are run daily and reported as in range. The device was replaced and requested to be returned for evaluation.